Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The data returned for analysis were inspected. The inspection revealed that the ICD activated the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup safety mode to assure the patients safety. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. The device was re-initialized and operated as expected afterward. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Please note, the ability of the device to deliver therapies is not affected by the backup safety mechanism.

Manufacturer narrative:
(B)(4). The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The data returned for analysis were inspected. The inspection revealed that the ICD activated the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup safety mode to assure the patients safety. Upon interrogation, a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. The device was re-initialized and operated as expected afterward. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Please note, the ability of the device to deliver therapies is not affected by the backup safety mechanism.

Event description:
Device was found to be in back-up mode from a home monitoring alert. Device went into back-up mode on (B)(6) 2017. Cause of back-up mode is unknown. Device is re-initialized and remains implanted.